Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had error codes and rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Insulin pump returned due to an alleged failed battery test and frequent calibration issues on event date january 18, 2022. Device passed active current measurement test, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump failed vibration segment of self test. Device passed delivery accuracy test test at 0.08700 inches. No unexpected alarms/alert noted during testing. Device was calibrated successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected power alarms, alerts or anomalies noted during testing or present in insulin pump download history on event date. Insulin pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the vibration motor harness. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case - corner of belt clip rails, battery tube threads - cracked, label damage (stained serial number label) and corroded battery tube. In summary, no unexpected alarms, alert noted during testing. Failed battery test not confirmed during testing or in history trace files. No calibration anomalies noted during testing. Device failed vibration segment of self test, isolated to moisture damage on the vibration motor harness. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.